Manufacturer narrative:
This lead remains implanted and in service following the revision procedure. As such, physical analysis has not been conducted in our laboratory. However, the clinical observation of dislodgement is a known inherent risk of implantable leads, as described in the labeling.

Event description:
It was reported that the patient implanted with this pacemaker presented to the emergency room (ER) due to chest pain. An electrocardiogram showed complete atrioventricular block. Interrogation of the device found the right ventricular (rv) lead had increased pacing threshold measurements, up from 0.6v to 4.0v. The rv pacing output was increased to ensure capture and the patient was sent into surgery for a lead revision. The rv lead was successfully repositioned. No additional adverse patient effects were reported. The rv lead remains implanted and in service.